Event description:
It was reported that the right ventricular lead exhibited loss of capture. It was resolved by deactivating the lead. The lead remained implanted and the patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.